Event description:
I filled out this form when I first heard about the recall of biozorb and after consulting with multiple doctors and additional imaging. It has been determined that the biozorb has migrated from its original placement and is trying to erode out of the skin. I am having to plan surgery to explant the device to prevent further damage to my body should it continue pushing outwards.